Manufacturer narrative:
This event has been deemed reportable because the patent experienced a pneumothorax that required a chest tube placement and hospitalization. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The logs for system (B)(4) were not available as they were not uploaded. This event is being reported because it was reported that the patent experienced a pneumothorax that required a chest tube and hospitalization. There was no allegation of a product malfunction. At this time, the root cause of the reported injury is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable because the product is not implantable. The initial reporter submitted a report to the FDA.

Event description:
It was initially reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required a chest tube placement and hospitalization. It was reported that a 23g flexision needle was used to make five passes on nodule #1 and three passes on lung nodule #2. A compatible third-party biopsy forceps instrument was used to make five passes on nodule #1 and five passes on nodule #2. In addition, a cytology brush was used to make two passes on nodule #1 and one pass on nodule #2. It was also reported that a bronchoalveolar lavage was used on nodule #1. C-arm fluoroscopy and radial ebus were both used when taking samples from target nodules #1 and #2, but it was reported that the two nodules were not visible in the c-arm fluoroscopy.